Event description:
Note: the date of event is unknown.it was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure (patient ID, age, gender, and weight are unknown).according to the complainant, the basket was "defective." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the device analysis, it has been determined that the basket would not close because the handle cannula was detached from the pinch vise. Most likely, the handle cannula was bent after it detached. There was no torque mark present on the handle cap, which is an indication the cap was not properly torqued. However, there was an impression where the handle cannula was placed in the pinch vise, and the handle cap was tight. The handle cannula was not compressed on the proximal end as usual when the cap is torqued properly. Residue was present on the device to indicate it may have been used inside the patient. The most probable root cause for this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure (patient ID, age, gender, and weight are unknown). According to the complainant, the basket was "defective." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.